Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a significant bend of >45 degree and <90 degree. The lesion was predilated with an unspecified balloon catheter. A 4.00mm x 20mm liberté stent delivery system was selected to treat the lesion but could not pass the lesion because the struts of the device were damaged during the procedure and the physician could not push it forward on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The fourth, fifth and sixth proximal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a significant bend of >45 degree and <90 degree. The lesion was predilated with an unspecified balloon catheter. A 4.00mm x 20mm liberté¿ stent delivery system was selected to treat the lesion but could not pass the lesion because the struts of the device were damaged during the procedure and the physician could not push it forward on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.